Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was reading low and the insulin pump went into threshold suspend while she was sleeping and when she woke up, her blood glucose was 427 mg/dl. She treated with the insulin pump. Current blood glucose was 116 mg/dl and sensor glucose reading was 59 mg/dl. Customer was advised to turn the sensor feature off, then back on and perform reconnect old sensor. Customer will monitor the sensor and call back if the issue persists.